Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
We had an issue over the weekend when a nurse went to change the bag on the system. The tubing directly above the clamp on the bag disconnected instead of at the luerlock connection. The staff ended up switching out the whole system because of the disconnection. The bag was only 2/3 or less full per the recommendations.I looked at it on my demo device, and I was actually able to easily recreate the disconnection at the same spot. I'm concerned because this part of the device is not strongly fused, and there is actually allowance to do this that it will happen again, especially if the luerlock is tight and the staff is gripping hard to twist the bag off.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected, and a crack in the connector from the drip chamber was noted as well as what looks like clamp marks on the connector of the collection bag, it seems that atypical force was used and this has broken the tubing around the collection bag connector as well as cracked the connector from the drip chamber. As noted in the IFU connectors should only be finger tightened. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer, is probably due to overtightening of the connector, this however could not be determined. As noted in the IFU all connector should only be finger tightened. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.